Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The 1st fork is bent. The right arm receiver is snapped off. The rigging for the left hanger to attach to frame broke off. The left elr lower extension tube is bent. The button for adjustable stroller handle is missing.